Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred in the intensive care unit (ICU). The (B)(6) attempted to insert the needle via the subclavian and the needle bent. As a result, the needle was not used. Additional information was received on (B)(4) 2011 from the sales representative stating the needle was inserted into the patient's subclavicular. Upon removal of the needle the medical doctor noticed that the needle was bent. The patient experienced pneumothorax, with subcutaneous emphysema. A new line was inserted via the patient's right venous jugular. Due to the injury, the patient was intubated and ventilated for three days. The patient recovered after a prolonged ICU stay and intubation/ventilation.